Event description:
It was reported that: pt is experiencing swelling around the knee cap area. Pt is also experiencing some pain.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.